Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-03293. It was reported that dislodgement and partial deployment of stent occurred. The target lesion was located in the mid right coronary artery. After a 4.0 x 38 synergy drug-eluting stent was deployed in the lesion, a distal edge dissection was noted. Subsequently, a 4.00 x 12 synergy ii drug-eluting stent was advanced. However, it was noted that the stent slipped off the stent delivery balloon. The physician attempted to deploy the 4.00 x 12 synergy stent but the balloon continued to slip back so only half of the stent was inflated. Everything was pulled out and an attempt to rewire through the partially deployed stent was made but a balloon could not get into the distal part of the stent. After three more hours, part of the stent was eventually crushed to the side with the proximal portion fully deployed and the procedure was completed. No further patient complications were reported and the patient was doing okay.